Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip of the probe broke off during the case. The broken tip was retrieved from the patients body. The probe was replaced and procedure was completed successfully.

Manufacturer narrative:
The tip of the probe broke off. The product was returned for investigation. The failures identified in the investigation is consistent with the complaint record. The probable root causes could be excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The failure mode will be monitored for future reoccurrence. Mfg date: 04/06/2016. (B)(4).

Event description:
It was reported that the tip of the probe broke off during the case. The broken tip was retrieved from the patients body. The probe was replaced and procedure was completed successfully.